Event description:
One endeavor sprint drug-eluting stent was implanted in the proximal lad. Four days following index procedure, it is reported that the pt suffered subacute stent thrombosis of the study stent in the lad. Stenosis diameter was greater than 70%. Associated clinical signs and symptoms were reported to be angina, mi and ischemic ECG changes. Stent thrombosis resulted in total occlusion of the stent and an acute st elevation mi. ECG confirmed acute stemi. Location of the infarction was anterior, lateral. A ptca revascularization of the proximal lad was carried out on the same day. Two stents from another manufacturer (3.00 x 19mm and 3.00 x 16mm) were implanted, overlapping. Investigator indicated that events were related to the study stent.

Manufacturer narrative:
Evaluation: results: myocardial infarction, stent thrombosis. Tvr.